Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). Two used outlook pump IV sets, without packaging, were received for eval. The sets were received attached to IV bags and piggybacked to a secondary tubing set. The sets were subjected to an air pressure (leakage) test according to specification with acceptable results. The sets were then re-tested, with the additional condition of closing the roller clamp during testing. During this test, the roller clamp functioned properly and no leakage or free flow was observed. In an attempt to simulate the reported incident, the secondary sets were connected to a bag filled with a blue dye solution and then piggybacked into the primary sets. No free flow was observed during this test, however the blue dye solution began to run past the backcheck valve and up the primary line on the first set. No issues or anomalies were identified with the second set. Since the backcheck valve allowed the secondary solution to run up the primary line, this could potentially give the appearance of the secondary solution emptying sooner than expected. However, the secondary solution was going into the primary drip chamber and not free flowing. This report event is being further investigated in conjunction with the involved outlook pumps (identified as mfg report 3 (B)(4). Without the involved tubing set lot number, a thorough eval could not be performed. If additional pertinent info becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: event # 2: reports there were two incidents of over-infusion with the outlook 400es pump. The primary tubing that was used ni each incident was (B)(4). The reporter stated that perhaps it was a failure of the backcheck valve in the set, and not necessarily a pump over-infusion. The piggyback solution may have backed up the primary tubing, overriding the backcheck valve.